Manufacturer narrative:
H2: see d10. H3: one level 1 hotline blood and fluid warmer was returned with a cracked tank cover, no sound from the printed circuit board (pcb) speaker, a faded line cord and a missing front cover. A visual inspection was conducted, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking issue was able to be duplicated. The issue was user induced and caused by a cracked tank cover from overtightening the screws that hold it on the enclosure. The tank cover was replaced to resolve the issue.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.